Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer also reported that the insulin pump alarmed battery out limit after battery change. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Unable to performed functional testing due to keypad anomaly. Unable to verify weak battery due to keypad anomaly. No frozen display noted. No blank display. Lcd board ok. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.